Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch basic enhanced meter was in the incorrect code and was displaying a "insert strip" message. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred between (B)(6) 2013, at approximately 1pm. The patient reported using oral medications with diet and exercise to manage his diabetes. The patient reported on (B)(6) 2013, at 2pm he had something more to eat or drink than usual. It is unclear if the patient was able to obtain any blood glucose readings using another meter. The patient denied developing any symptoms on the day of the alleged issue. However on (B)(6) 2013, at 9pm the patient reported a blood glucose reading of "405mg/dl" was obtained on a neighbor's meter and on (B)(6) 2013, at 10:45pm a reading of between "370-380mg/dl" were obtained on a first responder's meter. The patient also alleged a reading of "360+ mg/dl" was obtained on an unknown meter at an unknown time. The patient reported while at the hospital, a reading between "320-330mg/dl" was obtained. The patient reported the readings were "lower at the ER." The patient reported on (B)(6) 2013, at 10:30pm he was treated with "IV fluids." It is unclear if the patient was given insulin as well for the reported high readings. The patient reported a reading of "230mg/dl" was obtained upon departure from the hospital. At the time of troubleshooting, the cca discovered the patient was using an old meter from a deceased patient, and the alleged calcode issue was not resolved with a walk through retest. The cca determined the patient was using the correct testing steps and it was the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he was unable to test his blood glucose and therefore, required assistance from a healthcare professional.